Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.

Event description:
The pt died due to acute myocardial infraction and heart insufficiency. The pt was a female with a history of previous pci (two months before index procedure), previous CABG (5 years before index procedure), hypertension, smoking, diabetes, and cerebrovascular disease. Prior to the index procedure, the pt was taking aspirin, clopidogrel, and statins. The extent of the disease was 3-vessel. Only 1 lesion was treated during this procedure. The indication for the intervention was unstable angina pectoris. Medications during the procedure were aspirin, clopidogrel, and heparin. The target vessel was the left main (lm), which had a patent graft to at least one vessel distal to the lm (protected). The vessel diameter was 2.5mm and the lesion length was 8mm. The pre-procedure stenosis was 99% and post-procedure stenosis was 20%. The lesion was a restenosis of a bare metal stent (minvasys amazonia). The lesion was not calcified, ostial or tortuous. It was classified as a type a. The lesion was predilated with a 2 x 15mm balloon at 12 atm. The lesion location according to medina classification was 1,0,0. A crb13275 was deployed in the lm, deployment pressure is unk. The pt was discharged the same day. Medications at discharge were aspirin, clopidogrel, and statins. The pt was followed up a month later and was asymptomatic. Two months after the index procedure, the pt passed away in the hospital. According to the hospital, the pt had a new myocardial infarction at the time of hospitalization and suffered from decompensation cordis (heart insufficiency). The location of the mi is unk. There is no add'l info from the hospital. Aspirin and clopidogrel treatment was never interrupted and there is no evidence of stent thrombosis.